Event description:
Per the sales representative, the surgeon was using the countersink after drilling the hole to prepare for the screw. When it was being rotated into the hole, it broke into three pieces. They were able to go in and remove all pieces. There was no backup available, but they were able to finish the procedure without any delay.

Manufacturer narrative:
The reported event that the tip of the countersink was broken could be confirmed. The visual investigation showed that the tip of the countersink is broken and furthermore the guidance pin of the tip of the countersink is missing and was not returned. It was determined that two of the four cutting blades of the tip have been broken most likely due to a collision with a hard object (no bone). Each breakage surface showed the appearance of a forced rupture and one of the remaining cutting edge showed damages in removal direction. Furthermore, at several areas of the tip material bulging and material debris were visible. Based on investigation, the root cause of the breakage at the tip area was attributed to a user related handling issue. No indications were found for any material, manufacturing or design related issues.

Event description:
Per the sales representative, the surgeon was using the countersink after driling the hole to prepare for the screw. When it was being rotated into the hole, it broke into three pieces. They were able to go in and remove all pieces. There was no backup available, but they were able to finish the procedure without any delay.

Manufacturer narrative:
Investigation in progress but not yet complete.